Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was stated that it was difficult to retrieve the device catheter of a contralateral leg endoprosthesis from the patient after the deployment. Due to additional force used, the tip of the catheter became separated, but was successfully removed from the patient. The patient tolerated the procedure.

Manufacturer narrative:
Changed to product problem. Changed to malfunction.